Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by door failure. The field service engineer cleaned contacts and applied enhancers and secured connections to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system that it had a door failure. The customer reported that the issue occurred when dispensing medications to patient. There were no adverse events or injuries reported based on this incident.